Event description:
Following was initially reported: ¿incident description: ¿ peripheral vascular damage requiring vascular surgery¿. The event was reported to the authorities by the customer. (Authority reference (B)(4)). Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in spain. Following was initially reported: ¿ incident description: ¿ peripheral vascular damage requiring vascular surgery¿. ¿ consequences for the patient: ¿need of surgical intervention to avoid injury or permanent disability¿. ¿ other: ¿hemorrhagic shock in cannulated external iliac vein. Patient required urgent surgical intervention due to hemodynamic instability¿. The event was reported to the authorities by the customer. (Authority reference (B)(4). Further information regarding the event and the involved product has been requested by getinge sales and service unit (ssu) however, no further information can be provided by the customer. The production records of the affected be-hls 7050 #shls set advanced 7.0 with lot#3000220053 were reviewed on 2023-03-07. According to the final test results, all be-hls 7050 #shls set advanced 7.0 with lot#3000220053 passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "peripheral vascular damage requiring vascular surgery/hemorrhagic shock in cannulated external iliac vein" could not be confirmed. This complaint was found in the database of customer complaints for the be-hls 7050 #shls set advanced 7.0 as a single event (timeframe for review 2022-11-28 - 2021-11-28). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4114.

Event description:
Complaint ID: (B)(4).